Manufacturer narrative:
The reported device was returned for product inspection. Visual inspection revealed no obvious defects; however, faint scratches were observed on the tts¿ cuff. Also, the device was observed to have a yellowish tint which is indicative of long term use. During functional testing, a syringe was used to inflate the tracheostomy tube cuff; the cuff immediately deflated, indicating the presence of a gross leak. The cuff was re-inflated and the entire device was submerged in water; a tear in the cuff was observed. The observed leak is consistent with damage caused by contact with an abrasive object, likely a cleaning material or brush used during device reprocessing. The directions for use (dfu) for this device states the following: 2. Indications for use: this device is not intended for long-term use. This tube provides temporary airway access for a tracheotomized patient when determining the optimal tube length for a patient. This tube must be replaced with a fixed neck flange tracheostomy tube when the optimal length is determined. 4. Warnings: 4.10. Do not use a tube that is cut or damaged. Use of a damaged tube can result in airway compromise. This device must be thoroughly inspected for signs of damage or wear prior to each use. 4.11. Guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product. No evidence was found to suggest the reported event was caused by an intrinsic product problem.

Manufacturer narrative:
Device has been returned for evaluation. When evaluation is completed the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the user facility that the device was in use with patient for approximately 3 months. The hospital staff noted air leakage around the cuff and an emergency tube change was required to address the issue. No permanent adverse effects reported.